Event description:
A spouse reported issues with sleeping habits and mentioned an auto-off alarm, with a message indicating that all deliveries had stopped. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with restarting the continuous glucose monitor, but the call ended abruptly before troubleshooting could be completed, and no further information was provided.